Event description:
Information was received indicating that during testing the pump exhibited error code 41171. No adverse patient effects were reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the tamper seal was missing from the device upon receipt and the reported error code was present. Functional evaluation to include non-destructive analysis of the pump confirmed no problem with the downstream occlusion sensor. The confirmed error code was cleared in the device. Results: the customer reported problem was duplicated whereas the investigation found and cleared the reported error code. Root cause for the reported issue was attributed to an error code in the system that had to be cleared. Preventive maintenance on the device is required. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no.